Event description:
Healthcare professional reported "when the box was opened to remove the implant, the cover over the implant had a yellow ring around the seal, like the adhesive leaked through. The surgeon did not feel comfortable using implant. Didn't not want to open. Yellow ring around implant package". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "when the box was opened to remove the implant, the cover over the implant had a yellow ring around the seal, like the adhesive leaked through. The surgeon did not feel comfortable using implant. Didn't not want to open. Yellow ring around implant package". Device was not implanted.

Event description:
Healthcare professional reported "when the box was opened to remove the implant, the cover over the implant had a yellow ring around the seal, like the adhesive leaked through. The surgeon did not feel comfortable using implant. Didn't not want to open. Yellow ring around implant package". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed. No other observations observed, no further actions are required.